Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not turning on. Customer's blood glucose value was unknown. Customer stated that they trying to load the reservoir but it was not moving so she replaced the battery on the insulin pump and it would not turn on. Customer was unable to troubleshoot because she was currently in the car. The device will not return for analysis.